Event description:
Report received from USA, stating that the device was "not locking into motor." It is known that the event occurred during surgery. It is also known that there was no pt or user injury or medical intervention. It is also known that there was no surgical delay related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated for "not locking into motor" and confirmed. During the pre-repair diagnostic assessment, the unit was found to have a bent drive shaft as well as it was unable to be disassembled. If add'l info becomes available, a supplemental report will be sent. (B)(4).